Event description:
Pt was on ECMO beginning on (B)(6) 2013. On (B)(6) 2013 0100, oxygenator was changed out. Platelets started at 2300. Pt was noted to be covered from neck to feet in hives at 2315. Platelets stopped and 270cc of 5% albumin were administered into the circuit. Pao2 decreased from 300's to 95. During change out of oxygenator, pt became bradycardiac and chest compressions were started. Pt was placed on ECMO again and chest compression were stopped. Pt was in respiratory distress of still unk origin. Pt subsequently died several days later of a cerebral event while on ECMO. At this time, there is no specific info to indicate that the device malfunctioned. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A review of the mfg records showed no non-conformances which may have caused or contributed to this issue. The device functioned properly for more than 4 days. The performance of the oxygenator can be affected by individual pt pretreatment in combination with off label use. The sample has been requested from the customer and a supplemental medwatch will be submitted as soon as the device is returned to the MFR and further info is available.